Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 191004 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were visually inspected and no defects were observed. Based on the limited information, our quality team was unable to evaluate the event that led to the broken needle, and therefore, a cause could not be determined at this time. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had missing safety shields. The following information was provided by the initial reporter: "needle broken".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had missing safety shields. The following information was provided by the initial reporter: "needle broken."